Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were not fully responsive and that the insulin pump had been dropped before a shower. The blood glucose reading was 12.5 mmol/l.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces. The insulin pump had minor scratched display window and broken reservoir tube lip.